Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that there was initial concern over possible left ventricular (lv) loss of capture. An x-ray subsequently indicated that the lv lead appeared to have pulled back far enough where the lv pacing output was capturing both the left ventricle and right atrium. The patient is on a heart transplant list and the physician is still determining if a lead revision procedure will be performed. The lead remains implanted in the patient. No adverse patient effects were reported.